Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for infected knee, deep infection. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2018. Date of revision: (B)(6) 2022. Date of event: (B)(6) 2022. (Left knee). Treatment: revision; femoral component, patella, tibial, and insert were revised.

Event description:
On (B)(6) 2022, the patient had an explantation of all left total knee arthroplasty with placement of temporary antibiotic-loaded spacer to address septic left total knee arthroplasty. Prior to the current revision there was an irrigation and debridement (B)(6)2021), along with polyethylene exchange, with retention of components and an aspiration of the knee (B)(6) 2022). In the indications for the current revision, it was noted that the patient was noted to have increased pain and swelling, along with some redness about the knee. Depuy cement was implanted during this procedure.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the photographic evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed.